Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom on (B)(6) 2014 on behalf of the patient to report a transmitter failed on (B)(6) 2014. The distributort did not report any injury or medical intervention. No additional patient or event information is available.